Event description:
The event is reported as: pt states the catheter caused him to bleed during attempted self intermittent catheterization. Pt condition reported as doing fine.

Manufacturer narrative:
Device sample has not been returned to MFR in time for this report.